Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was also stated that the customer fell and now there is a crack on the screen. No troubleshooting was done as the insulin pump was not available during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.